Manufacturer narrative:
This report is submitted on july 8, 2022.

Event description:
Per the clinic, the surgeon experienced a skin breakdown resulting in the extrusion of the device. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.